Manufacturer narrative:
Evaluation of the returned rhv revealed that the luer fitting was damaged, and the complaint was confirmed. If the rhv is forcefully mishandled during use, damage such as this may occur. During the functional test, while attempting to connect the rhv to a demonstration catheter, the rhv luer fitting separated from the rhv body, and no further testing was performed. Penumbra products are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the distal right superficial femoral artery and popliteal artery using a rotating hemostasis valve (rhv) packaged with an indigo system aspiration catheter 7 (cat7), a non-penumbra sheath, and a guidewire. During the procedure, after completing five passes in the target location with the cat7, the cat7 was clogged with clot and was removed for flushing. While re-inserting the cat7 into the sheath, the distal portion of the rhv separated. The physician attempted to re-attach the rhv over the guidewire but was unsuccessful. Therefore, the rhv was removed. The procedure was completed using a non-penumbra rhv, the same sheath, and the same cat7. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.